Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed an irritation on her skin as well as the garments bothering an incision from a previous surgery. Patient is undergoing radiation for breast cancer and it's causing "burns on her skin." The patient's doctor advised her to remove the device and was given a prescription of mometasone furoate for the skin conditions. During a follow-up, it was reported that the prescribed medication is helping to improve the skin conditions. Correction: none taken.